Event description:
It was reported to boston scientific corporation that an obtryx curved transobturator sling system was used during a sling procedure. According to the complainant, during the procedure, the physician had difficulty advancing the delivery device through the tissue on the second side, or the patient's left side. It was reported that the physician encountered tough tissue during placement. The physician completed the procedure with an obtryx halo transobturator sling system and there were no reported patient complications.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. A visual examination of the returned delivery device revealed no defects. The mesh assembly was not returned. Operational context contributed to this event.

Event description:
It was reported to boston scientific corporation that an obtryx curved transobturator sling system was used during a sling procedure.according to the complainant, during the procedure, the physician had difficulty advancing the delivery device through the tissue on the second side, or the patient's left side. It was reported that the physician encountered tough tissue during placement. The physician completed the procedure with an obtryx halo transobturator sling system and there were no reported patient complications.